Event description:
It was reported that there was an end of service (eos)/end of life (eol) message. It was advice that the implantable neurostimulator (ins) was likely at 3rd strike for overdischarge. It was noted that the patient would be able to charge the ins even at eos and then it was recommended that the ins be replaced. Additional information was received on (B)(4) 2015 indicating that the eos was reached on (B)(6) 2015. The device had not been explanted but planned as a surgical evaluation referral was sent on (B)(6) 2015. The patient had not recovered and the symptoms issues were ongoing. The patient was being treated for low back pain with monthly medication checks. Si join injection left was ordered on (B)(6) 2015. The patient was referred to be evaluated and treat migraine headache. For the last six months or more the ins had not held a charge. Prior to not holding a charge they were getting 100% paresthesia overlap. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97754 lot# serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that premature battery depletion occurred. The manufacturing representatives attempted a power on reset (por) and it was unsuccessful. The patient had one overdischarge, but they were unsure if he had 2 or more overdischarge incidents. The patient experienced less than 50% therapy relief. The device was replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial #(B)(4), found no significant anomaly. The battery reached eos due to 3 overdischarges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.